Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No material will be returned.

Event description:
It was reported that the acoustic alert in the infusion device was no longer functioning.

Event description:
It was reported that the acoustic alert in the infusion device was no longer functioning.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No material will be returned.